Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient on a cobas c 503 analytical unit compared to a radiometer abl analyzer. The initial c503 total bilirubin result was 0.3 mg/dl from an aliquoted sample. Another sample collected at the same time was tested on an abl analyzer and the total bilirubin result was 15.2 mg/dl. The result of 15.2 mg/dl was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer declined to provide further information or receive service. The root cause of the event could not be determined.